Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to loosening, migration with subsidence, bone loss, as well as cyst formation on the tibial and talar components.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.